Event description:
It was reported that a cartridge alarm occurred. There was no reported impact to the customer's blood glucose level. The customer was provided with a replacement pump, and the original device is expected to be returned.